Event description:
I went in for lasik surgery from a prominent lasik surgeon. I had 2 prior appointments and lots of tests by technicians, but never met or saw the surgeon till the day of surgery. I was sold a bill of goods on how I'd be a little uncomfortable, but the pain from lasik was excruciating! I was convulsing in bed and my husband didn't know what to do. I did everything as I was told to do. It felt like my eyelids were on fire and I had glass shards scraping my eyes. The next day, to my surprise, it wasn't the surgeon who saw me but the optometrist that initially examined me. He said he'd never heard of anyone experiencing this. I was hospitalized 2 weeks later with heart attack symptoms, but after several tests that were normal, we now realize it was stress from the surgery, poor vision, not being able to sleep, etc.. My vision never returned and after several phone calls they agreed to see me and put contacts in, they were changed every 2 wks, but after 6 months I was told one eye over corrected and the other under correct so I'd need further surgery. I have poor night vision, lights appear as starbursts. I was told this would resolve itself in 3-6 months, it's been almost 9 months. Sunlight bothers me, as do bright lights in stores. I am reluctant to have anyone else touch my eyes! This is not a safe surgery. I still need glasses, just a different prescription. I was promised 15 years of no more glasses. I'm afraid for what the future holds for my eyes. I have more migraines than before since the surgery. My eyes frequently burn in spite of liquid tears.